Event description:
Boston scientific received information that an alert was issued on this implantable cardioverter defibrillator (ICD) due to the battery voltage being too low for the remaining capacity. An invasive procedure was performed. This device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device was retained by the hospital and is not available for return at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.